Manufacturer narrative:
During the on-site assessment, the field service engineer (fse) found a part that is mounted to the bottom of the microscope with wear, which was replaced. The dovetail was then tightened and the aberrometer realigned. The system was then tested and found to meet alcon specification. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event can be attributed to wear on the friction block. How and when the wear occurred is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A coordinator reported a loose aberrometer dovetail was observed. Reporter indicated servicing of the unit was requested.